Event description:
During surgical procedure, disposable instrument malfunctioned while being used by surgeon. Device is aveta coral disposable hysteroscope, 4.6mm. Surgeon was using device to visualize uterus while resecting a polyp. After approximately 15 minutes of actively using the device, the image from the scope went black for a moment, then returned, then continued switching from blank to normal image. Instrument, cords, and connections all checked. Surgeon did not move the instrument while staff were trouble-shooting instrument. Second coral hysteroscope opened and utilized for procedure with no further image problems. Per surgeon, no complications during the procedure. Image went blank; however, remaining summary information remained the entire time. Further clarification: while using this device, the image from the scope appears as a round image on the screen. Alongside the image, there is a summary of information related to fluid irrigation used during the procedure, as well as instructions for priming/operating the device. During the malfunction, the image was what went blank: the remaining summary information remained the entire time.